Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found collet stuck in row 6. Cleaned collet and installed new lld spring, tip clamp and plunger clamp in row 6. The instrument was tested without further problem and was returned to expected operation.